Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 05 and 06 failed due to a faulty controller board. A field service engineer replaced the controller board for both drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system drawers failed to open, prevented the users from removing medication for a patient. The customer stated that the nurse restarted cabinet to try to fix issue but that did not help. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower's drawers 05 and 06 were not opening. The issue didn't get fixed even after a hard reboot. This malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had a faulty controller board. A field service engineer replaced the controller board for both drawers and contacted medbank support for assistance with configuration to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.